Manufacturer narrative:
Other applicable components are: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
The patient reported that the interstim was not working. It was later reported a day later that patient programmer (pp) has stopped working; she could not make any adjustments to stimulation. The patient services had patient attempt to sync pp with ins and patient stated she was seeing warning screen asking patient to sync with implantable neurostimulator (ins). The patient did not use antenna. The patient services reviewed placing pp directly on skin at ins site and then pressing sync button but still seeing screen asking patient to sync with ins. The patient stated she would replace the batteries in pp and if that does not resolve issue then she would call back for further assistance. The patient called back stated that she has a unit that makes her pee and it was not working. The patient got the pp batteries the patient programmer did not want to work. The patient didn't have the antenna over her ins when she tried to use it. The patient services asked patient to place the detachable antenna over her ins and then synch up and it worked. The patient was able to adjust her setting to 1.6v and stated it was working. The issue resolved during the call. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.